Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pressure transducer pc boards were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. The correction of field b3 date of event was required. This is based on the communication with technician and device's logs. Previous date of event: 02/10/2023. Corrected date of event: 01/19/2023.